Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. User facility report was received from the intermacs registry.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a user facility report, received from the intermacs registry which stated that due to an abscess of the lvad, excision and debridement of the lvad pocket infection, with removal of sternal wires and placement of antibiotic beads with closure of trunk wound took place.